Event description:
(Isi) received a discrepant product return of a monopolar curved scissors from the site with no allegation of a product issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation found that the instrument had a broken tube extension at the distal end. A broken piece was not returned, measuring roughly 0.061¿ x 0.090¿ size.